Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. The final product for lot ta12059 is assembled and packaged at a supplier site. We notified the supplier of the reported issue. Three retained samples of the same lot were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction, product was verified to be manufactured according to specifications. CAPA#(B)(4) was initiated.

Event description:
It was reported that secondary set c62 connector came off. This was discovered during use. The following information was provided by the initial reporter: c62 dislodged connector. During shooting of chemo into c62, the connector at the y site came off. The connector is stuck on the injector.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that secondary set c62 connector came off. This was discovered during use. The following information was provided by the initial reporter: c62 dislodged connector. During shooting of chemo into c62, the connector at the y site came off. The connector is stuck on the injector.